Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Performed a blood test, "hi". Reviewed the last 5 results in memory: see scanned table. Expected blood glucose levels should be the high 100's to low 200's. No adverse event reported.